Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump allege under delivery. The customer¿s blood glucose level was over 200 mg/dl. The customer¿s current blood glucose level is 340 mg/dl. Drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Drive support cap was inspected and no anomaly was noted. Insulin pump passed the delivery accuracy test at 0.08770 inches. Insulin pump received with cracked battery tube thread noted.